Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not pass the cassette test. The customer contact reported the tubing set was to be used to deliver 100 ml of 0.9% sodium chloride, at an unspecified rate, via a plum pump. It was reported that after the tubing set was primed, the cassette of the tubing set was loaded into the pump. At this time, the customer contact reported that the pump alarmed "cassette test failure." The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.